Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips field service engineer (fse) confirmed the alleged issue. The fse checked the connection and cable and communication was unable to be established. The fse replaced the printed circuit board assembly central processing unit (software 2.10) to resolve the issue. The unit passed the performance verification test after repairs had been completed.

Event description:
The customer reported that the unit would not communicate with a computer. There was no patient or user harm reported. The event date was not specified; estimate used.